Event description:
There is no allegation from a health care professional that the death was device related. It was reported that the cause of death was unknown. No further information is available at this time.

Event description:
New information stated that the patient expired due to congestive heart failure and valvular heart disease.

Manufacturer narrative:
No medwatch form was received.